Event description:
It was reported that the lead implant was attempted, but the lead was ultimately not used due to the patient's anatomy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) no anomalies were found; full lead was returned for analysis. Further testing revealed blood/ body fluid in the distal conductor (not obstructed).